Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 09:26am on 12 november 2019. The facts suggest that a user failed to correctly complete manual replacement of the reagent in bottle 3 (ethanol) as detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the instrument logs showed that bottle 3 (ethanol) was not in contact with the corresponding sensor for periods of approximately 10 seconds; five (5) seconds; five (5) seconds and two (2) seconds between 09:24am and 09:26am on 12 november 2019, none of which is sufficient to replace the reagent. The station properties were reset at 09:26am on 12 november 2019, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100% at 09:26am on 12 november 2019. The properties of the reagent in bottle 3 prior to this user action were: ethanol concentration=74.5%, cycle=304, cassettes=841 and days=737. Although a user affirmed in the instrument software that the reagent concentration in bottle 3 (ethanol) was to be set to 100%, the measured ethanol concentration of 80.5% on 18 november 2019 indicates that a use error occurred during the interactions between the user and the instrument in relation to bottle 3. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 3 (ethanol) with a measured concentration of 80.5% was used for the final dehydration step of the "(B)(6) 2 hr renal processing" protocol comprising four (4) cassettes, which started in retort b at 09:02am on 15 november 2019 and was abandoned by the user at 23:02pm on 15 november 2019 during step 10 (final wax infiltration step) of the protocol, from which sub-optimal tissue processing was reported by the complainant. Although not reported by the complainant, the quality of tissue processing from a total of seven cassettes in four (4) other processing runs executed between 12 and 15 november 2019, would also have been adversely impacted because the reagent in bottle 3 (ethanol) was used for the final dehydration step in each of these protocols. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
Leica biosystems received a complaint of "underprocessed tissue" identified in four (4) tissue samples following completion of processing. On 18 december 2019, a leica application specialist (fss) visited the customer site, in order to provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer; and found that the variance between the measured ethanol concentration and that calculated by the instrument software exceeded the acceptable limit for bottle 3. The measured ethanol concentration in bottle 3 was 80.5%; and that calculated by the instrument software was 100%. The fss documented the following observations: "on tuesday, 11/12, someone pulled bottle 3 and added alcohol to top up the reagent but instead hit "changed" and reset the properties to default. This caused the alcohol in the bottle to go from 75% up to 80% but the software to think the bottle was actually 100%. This alcohol was used as the last dehydrant in the processing protocol in question and led to underprocessed, "mushy" tissue." The fss advised the complainant to replace all the reagents on the instrument. On 18 november 2019, the leica applications specialist-core histology received information that all cases involved in this event were diagnosable.